Event description:
Patient reported that, the compact meter generated a result of 27 mg/dl without having first applied blood or control solution to the test strip. Patient did not modify therapy based on this result. Patient did not provide the location where the unexpected result was generated. No patient injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.